Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 500 mg/dl and current blood glucose was 478 mg/dl and he was discontinued from his insulin pump. The customer stated that the infusion set was leak. The troubleshooting was performed for the infusion set leak. The insulin pump will not be returned for analysis.